Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the programmer analysis results.

Event description:
It was reported that when the physician was taking the atrial threshold measurement, the programmer became "frozen." The physician restarted the programmer and received the same result. The status of the programmer is unknown. No patient complications were reported as a result of this event.

Event description:
It was reported that when the physician was taking the atrial threshold measurement, the programmer became "frozen." The physician restarted the programmer and received the same result. The status of the programmer is unknown. Additional information received indicated that the device had a power-on-reset. A manual guided reset procedure was successfully performed. The status of the device is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.